Event description:
It was reported that this pacemaker had been switched to safety mode during a routine follow-up interrogation. Device explant and replacement were scheduled. This pacemaker remains in service. No adverse patient effects were reported. Additional information confirmed this pacemaker has been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this pacemaker had been switched to safety mode during a routine follow-up interrogation. Device explant and replacement were scheduled. This pacemaker remains in service. No adverse patient effects were reported.